Manufacturer narrative:
E1 - event site name and site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during clinical use, the cardiosave intra-aortic balloon pump (iabp) screen suddenly went black, and a beeping alarm sounded. This indicates an unexpected shutdown of the device. There was no patient harm reported.